Event description:
It was reported that when patient abp drop below alarm limit, there is no alarm immediately until 7sec. The device was not in use monitoring a patient at the time of the reported event. No patient involvement.